Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that a fault # 124 (pneumatics generated system failure) occurred intermittently at start up on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. Full event site name: (B)(4) health centre.

Event description:
It was reported that a fault # 124 (pneumatics generated system failure) occurred intermittently at start up on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service representative provided the initial reporter information. It was also reported that the failure was reproduced and ongoing troubleshooting and tests are still in process. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that a fault # 124 (pneumatics generated system failure) occurred intermittently at start up on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to duplicate the reported issue. The fse replaced the coiled cord, but not the internal mating cables, along with the executive processor board and the pim assembly. After replacement of these parts, the fault codes were not reproducible when tested with a user interface (display) from a working unit over 7 days, 24hrs per day. However, when using the original user interface, the fse was able to reproduce the fault codes and after further troubleshooting, the video generator board was replaced and long-term testing using the trainer for 8 days was performed, and no fault codes were again reproduced. All functional and safety tests were performed and passed to factory specifications, and the unit is now ready to be returned to the customer for clinical use.

Event description:
It was reported that a fault # 124 (pneumatics generated system failure) occurred intermittently at start up on the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.